Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. The most likely root cause is use error.

Manufacturer narrative:
Updated section b4 (date of this report), d9 (device available for evaluation), g3 (date received by manufacturer), h3 (device evaluated by manufacturer), h6 (device code), h6 (type of investigation). H3: customer report of regurgitation was visually confirmed due to suture looping. Suture track indentations were observed on free margins of leaflets 1 and 3 near commissure 1. See attached pictures. This indicated the suture was looped around commissure 1. Suture track indentations were observed on free margins of leaflets 1 and 2 near commissure 2. This indicated the suture was looped around commissure 2. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. The ring exhibited minimal host tissue overgrowth. Sewing ring cloth was cut in multiple areas around the valve. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. One suture remained attached to the sewing ring at leaflet 1 area. No other visible inconsistencies were observed on the valve. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27 was explanted three (3) days after implantation due to bad coaptation of two leaflets and eccentric regurgitation observed on echo on pod # 1. The valve was implanted via full sternotomy with turned suture with shim on atrial surface. The tricentrix was used as per IFU. The patient presented difficulty breathing before the explant procedure. Another valve of the same model and size was implanted in replacement. Reportedly, the post-operative echo was satisfactory. The patient was discharged home.